Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 27-mar-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver prialt (ziconotide) 25mcg/ml at 4.74mcg/day. It was reported that, during a routine pump replacement on (B)(6) 2025, they noticed that they were not able to aspirate the entire contents of the catheter. The doctor elected to still do a dye study intra-operatively, where it was determined that there appeared to be a leak/possible fracture in the catheter at t12; the tip was at "9/10". The doctor explanted the old catheter and replaced with a new 8780. The new catheter aspirated well and the issue was resolved. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable.